Event description:
It was reported that the patient¿s pump alarmed the month prior to the date of this report because she went past her refill date. The patient¿s health care provider (hcp) was semi-retired so it was hard to get to him in time to see him. The type of medication being delivered via the device system was not provided. Additional information including if any patient symptoms occurred, what actions or interventions occurred and the patient¿s outcome has been requested but was not available as of the date of this report. A follow-up report will be submitted if additional information is received.

Manufacturer narrative:
Concomitant medical products: product ID 8780, serial# (B)(4), implanted: (B)(6) 2013, product type: catheter. (B)(4).